Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for routine follow-up, episodes of non-sustained noise detected as vf was observed. Patient demonstrated a pause due to the oversensing and subsequent inhibition of pacing was noted during isometric testing. Lead impedance and capture threshold tested normal. Programming changes were made. Patient was scheduled for another clinic visit. Patient later presented for scheduled clinic visit and no episodes of lead noise was observed or any other issues. Lead measurements were within normal ranges. Isometrics were performed and no oversensing was observed. Patient was stable.